Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 09/19/2022, it was reported by a sales representative via sems that a ar-6480 dualwave pump is malfunctioning. This occurred on (B)(6) 2022 during arthroscopic rotator cuff repair. The case started fine until there was a kink in the tubing causing a pressure fault. This problem was resolved and the case continued until fluid ran out and the pump stopped automatically once again. At this point, it would not turn back on. The pump was turned off and back on. There was no patient effect reported.